Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they got multiple power error detected alarms that night. They had previously called in the morning about the issue. They performed the reset procedure but the alarm recurred. The customer¿s blood glucose level was 11.5 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected power loss alarms noted during testing. No power error 25 alarms or pump error 24 alarms noted in the pump trace download. No unexpected low battery alerts or replace battery now alarms noted during testing. Pump trace download analysis confirmed the device alarmed replace battery alerts. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management tool and confirmed replace battery alerts due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the device was monitored and functioned properly.